Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 383516, batch # 4088961. It was reported by customer that 20 guage, do not give blood return through the catheter but instead fill the tail of the butterfly itself. When they flush with saline the saline will leak out along with the blood collected in the tail portion of the butterfly. Verbatim: device leaks: the IV needle, mostly 20 guage, do not give blood return through the catheter but instead fill the tail of the butterfly itself. When you flush with saline the saline will leak out along with the blood collected in the tail portion of the butterfly. Due to this issue, not only has it not become a closed system, but requires a new IV stick for the patient.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed and the cause appeared to be manufacturing related. One photograph was provided for investigation, which showed a 20g nexiva IV catheter with evidence of use. What appeared to be blood residue was observed on the external side of the septum. As the evidence in the provided photo supports the complainant¿s description of the reported event, the complaint was confirmed. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.